Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated by email that during removal a tampon it broke in half and a piece remained inside. This occurred with one tampon. There have been 3 attempts (17-nov-2017, 27-nov-2017 and 04-dec-2017) to contact the consumer for more information; whereupon, no answer was received. It is unknown if the consumer received medical assistance. No further information is available at this time.